Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. One battery was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the unit passed visual examination. It was observed that the battery had exceeded the useful operating life of 500 charge and discharge cycles. Furthermore, functional testing revealed that the battery flashed red on the battery charger due to a high max error. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. The battery is still able to charge and provide power to a controller. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. A high max error will cause the battery to flash red when connected to a battery charger. Additionally, the high max error was unable to be reset, most likely due to a faulty integrated circuit. The reported battery not charging could not be confirmed; however, the high max error might be what the patient experienced during the reported event. The most likely root cause of the reported battery not charging event can be attributed to a battery that is out of calibration. The most likely root cause of the max error unable to be reset during testing event can be attributed to a faulty integrated circuit. The most likely root cause of the high cycle count can be attributed to the battery reaching the end of its useful. An internal investigation examined battery main integrated circuit malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging. The battery subsequently tested out-of-specification on manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the most likely root cause of the high cycle count can be attributed to the battery reaching the end of its useful life. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.